Manufacturer narrative:
The medium large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Further testing was performed: visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, and no damage was found. A clip test was performed while the instrument was installed on an in-house system and passed. There was no problem detected. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the medium large clip applier instrument (470327-12/n10200921) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier would not fire correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator reported that the issue was that when the surgeon would maneuver the clip applier instrument around the bile, the clip applier would move to the left at a 90 degree angle on its own. The clip applier would move unintuitively prior to the surgeon attempting to clip. There was no tissue damage. The surgeon was able to straighten the clip applier and remove the instrument. There was no damage nor broken cables noted with the instrument. The surgeon was able to use a spare clip applier and completed the procedure with no report of patient injury.